Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 8 years 11 months following the implant of this transcatheter bioprosthetic valve, the patient was being evaluated for a transcatheter valve replacement due to stenosis. It was noted that treatment was discussed as the safety of performing a valve-in-valve procedure was being evaluated. A 26 millimeter (mm) non-medtronic valve was implanted valve-in-valve. It was noted that the gradients were in the single digits immediately post-op and at discharge. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Annex e, annex a, annex d corrected data: e facility name, street and phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that approximately 8 years 9 months following the implant of this transcatheter bioprosthetic valve, an increased shortness of breath (sob) was noted. Valve degeneration was identified on echocardiogram and severe aortic stenosis was diagnosed. Hospitalization was required and the valve-in-valve intervention occurred approximately three months following the onset of the sob. Following the reintervention, the event was resolved.

Event description:
Additional information was reported that approximately two months prior to the stenosis diagnosis, the mean gradient was 14.5 millimeters of mercury (mmhg). An exercise tolerance test (ett) was performed and was positive for sob. The patient had a history of chronic total occlusion (cto) of the right coronary artery (rca) that was previously treated medically. Per the physician, this transcatheter bioprosthetic valve did not cause the coronary occlusion. A cardiac catheterization was performed to confirm the involvement of the cto in regard to the sob. Transesophageal echocardiogram (tee) showed a mean gradient of 27 mmhg and a peak velocity of 3.6 meters per second (m/s). Imaging did not show any thrombus in the left atrial appendage (laa), and no evidence of leaflet thickening was identified on the bioprosthetic valve. Per the physician, the sob was secondary to the aortic valve restenosis. Following the valve-in-valve intervention via the left carotid approach, a hematoma was noted. The hematoma at the left neck/carotid access site required evacuation of 50 cubic centimeters (cc) of blood with vascular surgery that required prolonged hospitalization. The hematoma resolved the same day as onset.

Manufacturer narrative:
Updated data: b5; h6 - annex e, annex a, annex c, annex b, annex d product analysis/image review: transesophageal echocardiogram (tee) images provided from approximately four months prior to the valv e-in-valve procedure. The evolut implant appeared shallow. Prosthetic leaflet near posterior side appeared calcified and fixed with no mobility. Mild central aortic regurgitation with eccentric jet was observed. Moderate prosthetic stenosis with an av mean gradient of 30mmhg was measured. Possible trace posterior paravalvular leak (pvl) observed. Trace mitral regurgitation (mr) was present. Ejection fraction was approximately (B)(4). The investigation has not been completed. A supplemental report will be filed upon completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 - annex b, annex c, annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.